Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed repeated ¿unable to proceed¿ alerts during dry run at the ¿change cartridge and tubing¿ step, the pump could not rewind, and a replacement was arranged; the reported device problem aligned with a complete blockage associated with the tubing component, and the patient wears a dexcom g7 and has backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting in the context of a device problem characterized as a complete blockage involving the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.